Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that customer was hospitalized due to hyperglycemia. Customer's blood glucose level was unknown. Daughter stated that they needed to find their basal rates on insulin pump. Customer can¿t troubleshooting for insulin pump for high blood glucose due to being busy in emergency room at time of call. The insulin pump will not be returned for analysis.